Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c foam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no alleged product malfunction. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.

Event description:
The following info was reported to kci by the nurse: on 13 jan 2012, the nurse reported that on (B)(6) 2010, the pt was admitted to the hospital for failure to thrive not related to v.a.c. Therapy. The pt had a sacral wound that measured 0.5cm x 0.5cm. When evaluating the wound, it looked like the wound bed had slough and when the nurse was manipulating the wound bed, it turned a pink color. With a q-tip, the nurse was able to pull out a piece of alleged v.a.c whitefoam approx 2.5cm in diameter. Then with kelly forceps, the nurse was able to remove small pieces of the foam but not all. A surgeon was called in and evaluated the wound. The surgeon ordered saline soaks in an attempt to remove the foam. On (B)(6) 2010, on the third day, the surgeon took the pt to the operating room and opened the wound site and found a piece of foreign material alleged to be a large piece of v.a.c. Whitefoam. The surgeon debrided the wound. After surgery, v.a.c therapy was reapplied.